Manufacturer narrative:
U.s. Reporting agent notified on: (B)(4) 2015. Manufacturing site investigation: samples received: 1 open racepack. There is one previous complaint of this code batch. Manufactured and distributed: (B)(4) units of this code batch. There are no units in stock. Received one open sample with the needle detached from the thread and the thread is still wound on the pack. Without any closed sample a complete analysis cannot be performed. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill requirements. Corrective/preventive actions: there is a corrective action initiated.

Event description:
Country of complaint: (B)(6). Sutures are breaking or needle is detaching.